Event description:
It was reported that during an percutaneous peripheral intervention procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery (sfa). Pre dilation was performed with a 5mm non bsc balloon catheter, residual stenosis unknown. A non bsc 7mm stent was deployed at the target lesion. For post dilation, a 6.0 x 40, 75cm mustang balloon catheter was advanced thru the previously implanted 7mm non bsc stent. During the first inflation at 20atms a balloon rupture occurred. The mustang balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).